Event description:
It was reported that the weld on the fowler actuator box was broken. The fowler could be raised and lowered electronically, however, the manual CPR is not functional. The fowler was not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.